Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smart assist system: section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a patient (race and age unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the systolic left ventricle value was noted to be as high as the systolic positioning signal value. The pump position was noted to be good via echocardiogram. However, there was a thrombus observed in the inlet. The impella was therefore explanted, and a new one was placed.

Manufacturer narrative:
The investigation thrombus has been completed. Per clinical imaging, the pump was in proper position and there was biomaterial at the inlet. They removed the pump and replaced it. There were no data logs returned to aid the investigation. In investigating the pump, there were no abnormalities noted from visual inspection. The pump was run in the lab without any alarms and all optical parameters were within spec. The root cause of the saturated flows was most likely biomaterial. The following have been reported incorrectly or missing from manufacturer device report: 1220648-2024-12582: e4: should have been left blank. G1: manufacturing site name and address. H6: code 4755 was reported incorrectly. New code was added to component code.